Manufacturer narrative:
Other components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4) (rep): information was received from a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of morphine at 4 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that it was suspected that a pocket fill had occurred. At the refill on (B)(6) 2019, the hcp accessed the pump and withdrew 9 ml when the expected volume on 4 ml. When refilling, the nurse got resistance and repositioned the needle in the patient and tried to fill the pump again. The patient abdomen was puffy and the patient was getting drowsy. The patient was being sent to the ER. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the healthcare professional (hcp) reported the issue to them and it sounded as though it was just an accident as they thought they were in the reservoir. The rep has not heard if the issue has been resolved. The rep had no further information at this time. No further complications were reported/anticipated.